Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. Functional testing and inspections could not be performed due to the product not being returned and no photographs being provided. The DHR was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. For 915-2200 lot 564790 regarding a lack of retention, there is a complaint rate of 2% which is no greater than the occurrence rate listed in the afmea. For this part (915-2200) and the previous one year (from the notification date) regarding the lack of retention of the screw, there is a complaint rate of 0.18%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Distributor on behalf of hospital. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source¿ (B)(6).

Event description:
It was reported the screw could not be used due to screw fracture. The procedure was completed with an alternate screw. No adverse events were reported as a result of the malfunction.